Manufacturer narrative:
Unit alarmed button error followed by unresponsive up arrow button due to corroded keypad traces. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unable to perform basic occlusion test, occlusion test, prime/ test and excessive no delivery test due to unresponsive up arrow button. Unit received with scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 164 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.